Event description:
(B)(4). I did not have medical conditions before I had the essure placed after my second child. Since having essure placed I have had hair loss, 40 pound weight gain, depression, delayed or non existent menstrual cycle, pain in my pelvic area, nausea.